Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6)2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed that the atrial lead had small p-waves and has potential for undersensing. The left ventricular lead threshold has increased higher than the amplitude safety margin. Both leads remain in use. No patient complications have been reported as a result of this event.